Manufacturer narrative:
No product information has been provided to date. Operator of device: patient/consumer. Initial reporter also sent report to FDA: unknown. No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming 'no disposable clamp tubing'. No patient injury was reported.